Event description:
It was reported that a user experienced hyperglycemia of 221 mg/dl while using the ilet and contacted support to understand how to unpause insulin after placing the device on the charger; the agent reviewed pausing and unpausing functions and clarified that pausing is not required during charging because insulin will not drip from the infusion set. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed user technique and use error related to pausing insulin during charging. No symptoms associated with elevated blood glucose. Outcomes included user education without for medical intervention. It was concluded that the device functioned as designed and that the event was attributable to use error, with the patient instructed to allow the ilet to bring glucose back into range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.